Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was connected to the female adapter of an extension tubing set and was being used to deliver an unspecified solution, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that the nurse went to check on the patient. At this time, the customer contact reported that the nurse noted that the patient's blood had backed up the extension set and an unspecified volume of the patient's blood and an unspecified volume of solution leaked onto the patient's bedding. It was reported that the distal tip of the option-lok male adapter had broken in half and a piece remained lodged inside the female adapter of the extension set. The primary tubing set and the extension set tubing were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.